Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in describe event or problem, heavy amounts of corrosion was discovered on the shaft of the coupler. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hd autoclavable camera head due to black stains coming away after wiping off the body of the device with gauze. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that heavy corrosion was found on the shaft of the coupler. This report is being submitted to capture the heavy corrosion noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 03-apr-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the corrosion could not be determined. Olympus will continue to monitor field performance for this device.